Manufacturer narrative:
Device evaluation summary: the device returned with the external slider partially retracted. The graft cover was curved, and a slight bend was observed to the spiral tubing. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled. The end of the spring was positioned against the trigger sleeve. Longitudinal scratches were visible on the internal sider lining up with the end of the spring. On inspection of the spring a small burr was observed on the end of the spring. The trigger was retracted and did not return to the home position following activation. The end of the spring was not trapped between the inner slider and sleeve. The trigger was retracted again returned to the home position following this activation. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during endovascular treatment of a 54mm aaa. It was reported that during the index procedure when the endurant ii limb (etlw1620c93ej) was implanted, the physician made an attempt to perform a docking for removal. However, the trigger was hard and could not be pulled. The external slider was interlocked with the outer sheath and so the external slider was rotated to perform the docking. It was noted that there was no strong tortuosity, bending or calcification in the patient's vascular morphology. Per the physician the cause of the event was device malfunction. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that the stent graft was deployed by rotating the external slider. The trigger was not used during deployment. It was confirmed that during docking upon removal, the trigger it was stiff and did not move when pulled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.